Event description:
It was reported that during initial implant of the left ventricular (lv) lead threshold was good, however the next day at post implant check only intermittent capture could be seen. The lv lead remained in use and was to later be explanted. During explant of the lv lead the stylet could not be inserted. The lead needed to be cut to allow the stylet to be inserted for removal of the lead. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).